Manufacturer narrative:
(B)(4). Device evaluated by MFR:  the complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.00 mm x 12 mm emerge¿ balloon catheter was advanced for dilatation. However, after several inflations at 4 to 5 atmospheres, the pressure did not increase and it was judged that the balloon ruptured. The device was removed from the patient without any resistance and the procedure was completed with another 2.00 mm x 12 mm emerge¿ balloon catheter. No patient complications were reported and the patient's status was good.